Event description:
It was reported that the pt began experiencing pain with stimulation. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Surgery to explant the pt's device is scheduled.